Manufacturer narrative:
The field service engineer performed several checks and everything was within specifications. The last calibration was performed on 03-dec-2020, the calibration signals are slightly higher than expected for signal 1 and lower than expected for signal 2. The qc recovery was requested but not provided. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys total psa (total psa) result for one patient with the cobas e411 immunoassay analyzer. The initial result was 0.01 ng/ml. The repeated result was 1.18 ng/ml. The second repeated result was 1.19 ng/ml. The questionable result was reported outside of the laboratory. The total psa reagent lot number was 47024300 and the expiration date was 31-aug-2021.